Event description:
Dexcom was made aware on 06/16/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness and infection under the entire patch area which occurred the day after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. Seven photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed and showed the skin reaction in various stages of healing, some pictures showing the area with and without a wound dressing. On (B)(6) 2024, the patient¿s mother took the patient to an urgent care center for evaluation. The patient¿s sensor site was red and inflamed to the size of a softball. The patient was prescribed cephalexin (750 mg), ibuprofen (600 mg), and tylenol (400 mg). On (B)(6) 2024, the area worsened. The family popped the area and it drained pus. The patient also had a fever of 102.9 degrees fahrenheit. The patient¿s mother took the patient to a different doctor, who completed an incision and drainage procedure on the area. The patient¿s arm was then packed with gauze. The patient was asked to come back in 3 days for the wound to be re-dressed/re-packed. The patient was in good condition and stated that the area was healing at the time of time. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).